Event description:
An oral surgery center reported that a male, pt, experienced 'chemical burns' resulting in permanent impairment of his vision after using private label multipurpose solution. The rptr indicated the pt came to their office for oral surgery and had not removed his contact lenses. He was provided a new, clean lens case and a bottle of contact lens solution to store them in. After surgery, he took his lenses home and inserted them at an unk time. Later that evening, he was taken to an emergency room experiencing an ocular burning sensation. Treatment details were not provided to the rptr. The pt's father later indicated that his son's ophthalmologist stated he had a permanent impairment to his vision due to chemical burns. The rptr indicated the bottle of solution is stored in a closed cabinet and is recapped after each use. She further stated that the bottle had been used earlier that day by another pt who did not experience any adverse event. The rptr declined to provide the MFR pt contact info. The rptr returned the unit in question for analysis. The bottle was expired when rec'd by the MFR (but was not expired at the time of the incident). The pt's outcome is unk.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. Microbiology eval of retained unit from the reported lot showed the solution to be within specifications. The root cause has not been established. Expired product.